Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) said patient (pt) stopped using the ins because the ins charge kept running down and pt decided not to charge ins anymore about 4 years ago. Then, pt had an injury and needed MRI. But device could not be brought out of overdischarge. Rep said pt went through 3 cycles of the 60 minute physician recharge mode and ins did not wake up - ins connection could not be established with pt programmer or cp app. Rep said the pt had likely reached an eos state and likely had "3 strikes" where pt had went into overdischarge multiple times. Tss reviewed MRI criteria and eligibility form and discussed MRI guidelines.